Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery at 3 months post-op due to instability/dislocation. The implanted stem, reversed tray, reversed insert and glenoid sphere were removed. Baseplate remained from previous surgery. No further patient complications have been reported for this patient.